Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that post operatively the patient developed a hematoma of the device pocket with edema of the left upper limb. A venous doppler ultrasound indicated no deep vein thrombosis. The patient was placed on intravenous (IV) medication and had a prolongation of existing hospitalization. The device remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.